Event description:
Olympus was informed that the capsule endoscope was retained inside the pt's small intestine after the initial examination performed on (B)(6) 2012. X-ray was performed on (B)(6) 2012 on the pt and determined that the capsule endoscope remained inside the ileum of the pt.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report, and was informed that there was ulcer in the pt's ileum, and there was stricture due to the ulcer. The number of ulcers and strictures is unknown. The physician attempted to retrieve the capsule endoscope by double-balloon endoscopy on (B)(6) 2012, but the endoscope could not reach the capsule and the capsule could not be retrieved. The capsule reportedly was retrieved by surgery in the late april. The pt is reportedly doing well following surgery. The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determined, however the pt's anatomy cannot be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.